Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2005 for urethral erosion and underwent mesh revision and removal on (B)(6) 2006 for urinary incontinence, urethral injury, mesh erosion and failed sling.

Manufacturer narrative:
Corrected b5 narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. No additional information was provided.